Manufacturer narrative:
Reporter occupation is lay user/patient the test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with coaguchek xs meter serial number (B)(4) compared with a recombiplastin-2g laboratory method. The result from the meter at 9:36 a.m. Was 5.9 inr. The result from the laboratory at 12:30 p.m. Was 4.4 inr. The customer¿s therapeutic range is 2.3-3.0 inr.